Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported the instrument malfunction during use. The incident occurred in which the device fractured, however, it remains unclear at which stage and at what exact time the breakage took place. As a precautionary measure, and to ensure that no fragments remained in the patient's body, an x-ray, a CT scan, and an additional cystoscopy were performed. No negative impact in state of health reported.